Event description:
The device was connected to the pt through quik combo pacing/defibrillation /ECG electrodes with red-pak preconnect sys.reportedly, the device displayed "connect electrodes" and when used to analyze the pt rhythm, rendered a "no shock advised" determination.